Event description:
It was reported that the patient underwent a full revision due to high impedance. The explanted products have not been returned to the manufacturer to date. No other relevant information has been received to date.